Manufacturer narrative:
Concomitant medical products: 1888tc lead, 1882tc lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and pocket erosion.  The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.